Event description:
Picis locks up during patient care documentation at the "save" function. Picis locks up only at the save function, allowing rns to continue to document critical patient data only to discover at the end of the case, that no data will save. In order to get out of the patient chart, the computer must be re-booted. All patient documentation is lost. Nurses are forced to do their best guess as to surgical times, implants, medications, etc and re-chart the entire document. This is a safety issue for patients; rn staff direct their attention from the surgical field to the computer and spend a great deal of time trying to get the software up, and re-chart all the data. This is a healthcare safety issue because guessing what you previously documented live in a surgical environment puts rn staff at great risk for a patient care error, and an omission of critical patient surgical information, thus putting their rn license at risk.this has occurred with multiple procedures and patients. Our facility has struggled with this issue for months. Information specialists from our facility reported this issue to picis in february 2009. The issue has not been resolved, as of yet, and appears to be getting worse.we have considered going back to paper documentation for safety, but our electronic picis scheduling, documentation and charging system is so ingrained in our processes, it would cripple us to stop now. This ongoing software program leaves us in a difficult position - due to the risk of data loss. The current government is demanding electronic documentation as a health care industry cost initiative. We desire to be in the spirit of this order. Please assist us in resolving this issue so we may move forward in the spirit of patient safety and accurate electronic documentation.